Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. When the steerable guide catheter (sgc) was inserted into the left atrium (la), air had mixed in. After removing the sgc dilator and guidewire, an ultrasound scan confirmed air being mixed into the la. The sgc was used to perform air suction and bale out. One clip was then placed without issue. The procedure was completed and the mr was reduced to grade 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedure. The reported unexpected medical intervention was a result of case specific circumstance as the sgc was used to perform air suction. There is no indication of a product issue with respect to manufacture, design, or labeling.